Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the d3 diode shorted and d37 diode open on the power management pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During preventive maintenance servicing the manufacturer's international service technician found the device did not operate on ac power. There was no patient involvement.

Event description:
During preventive maintenance servicing, the manufacturer's international service technician found the device did not operate on ac power. There was no patient involvement.